Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient reported she was trying to charge the ins and the controller screen showed system problem (77) rm05. The patient was walked through resetting their controller and the error message was cleared. On the call, the patient attempted a ins recharge session and was seeing no device found. The patient was walked through passive recharge (50) and the caller was seeing 96. It was reviewed that the controller should kick into normal charging normal, but if it doesn't after 3-10 minutes she can call back. No further complications were reported. No patient symptoms were reported. Additional information was received from the patient on april 17th, 2020. It was reported that the patient was still having issues charging her implantable neurostimulator (ins). She completed 1 passive recharge mode cycle but she was still getting no device found . She was connected and charging with excellent connection during the report. It was determined that the connector was bad. A replacement controller was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event. Additional information was received and it was reported that the patient received a new controller and they saw no device found. The patient started a passive recharge and they stated that the recharger cord was getting very hot. The recharger got really warm and wouldn't charge the implant. The patient was advised to stop trying to charge. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharger was scrapped due to a recharger failure (no device found message). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.